Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field which indicated that the physician attempted to deliver a quadripolar pacing lead but the confluence with the coronary sinus, there was stenosis and tortuosity precluding a lead from going into it. The physician elected to proceed with a coronary sinus venoplasty and it was evident that there was likely coronary sinus dissection- which was hemodynamically not uneventful. Additionally, the patient's anticoagulation had been interrupted and had atrial arrhythmia which would incur risk of stroke. Moreover, the dissection was with the competitor's lead and not with the right ventricular (rv) lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead dissected the coronary sinus. No resolution reached as of the moment as there was no additional information received. The lead was explanted. No additional adverse patient effects were reported.